Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2025-00080. It was reported patient experienced pain down the leg after initial implant. Surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.